Manufacturer narrative:
(B)(4). One (1) conf intro ndle, dia, 11g 6" was returned for evaluation. Fragments of the fractured tip were also provided for analysis. Visual examination at the macroscopic level revealed that the fracture was located at the needle¿s distal tip. The guidewire was received rigidly attached to the needle device and unable to be removed; the guidewire showed no evidence of failure. The cannula shows evidence of excessive plastic deformation. The entire exposed cannula length has twisted around itself, in a pattern consistent with counter-clockwise twisting of the needle handle. This suggests that the device was subject to a torsional shear overload. The device shows obvious signs of clinical use as evidenced by tissue debris. The fragments had been crushed radially into near-flat sections with jagged edges. The jaggedness of the tube edges and extreme deformation prevented a specific analysis of these surfaces. No material defects or abnormalities were observed in this analysis. The exact part and lot number combination is unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. No emerging trends were found requiring further actions. A definitive root cause for the tip of the confidence needle being broken intra-operatively cannot be determined. Fracture analysis suggests that cannula shows evidence of excessive plastic deformation. The entire exposed cannula length has twisted around itself, in a pattern consistent with counter-clockwise twisting of the needle handle. This suggests that the device was subject to a torsional shear overload. As no systemic trends have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plif surgery was performed on (B)(6) 2017, ranging l3-l5 using pps system, which was zimmer-biomet product. Whenever the pps system was used, the confidence needle was usually used in this hospital. The incident occurred when the surgeon finally tried to insert the reported needle into ¿l5 right.¿ this is how the incident occurred. The surgeon made a bone hole. He removed the inner sleeve and inserted the guidewire into the needle. When he tried to remove the outer sleeve, he had much difficulty due to the patient¿s highly dense bone quality. While he was turning the needle over and over, he added extra force to directions where these motions would not interfere with the l4 tab. While he was removing the device half way through, the outer sleeve in the pedicle broke. Some of the fragments remained in the body. The outer sleeve was heavily distorted, which looked like broken-off springs. The surgery was delayed for 30 minutes. On (B)(6) , the surgeon widened the incision, scraped off the pedicle with the chisel, and removed leftovers.